Event description:
The patient contacted animas on (B)(6) 2013, reporting a low blood glucose of 56 mg/dl with "seeming drunk," incoherent, cold, and clammy. The patient reported that the time and date were set incorrectly in the pump. The patient reported recently moving across time zones and may have set the time incorrectly. The patient confirmed that there was no known issue with the time and date keeping upon changing of the battery. This report is made based on the allegation that the patient experienced hypoglycemia related to incorrectly setting the time on the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.